Event description:
It was reported that during routine device change out, the pulse generator exhibited connector anomaly. The ventricular lead could not be removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.